Event description:
During an MRI procedure, an anesthesized pt was being monitored with an ECG monitor. Following the procedure, pt was released with no evidence of skin burns. One week later (on 9/17/96) the pt returned for another MRI scan, and evidence of 2 skin blisters was observed where the ra and la ECG electrodes were positioned during the MRI scan 1 week earlier. Both blisters were approx "dime-sized" and healing. Pt did not report any sensation of skin discomfort upon recovery from anesthesia. ECG electrode contact is suspect since electrodes did not have sufficient electrolyte evident.